Event description:
Revision surgery- patient has had multiple revisions. Recently, the patient broke his rsp baseplate from a reported physical altercation. The baseplate, screws, glenosphere, shell and insert were removed and new components were implanted.